Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from february 11, 2020 - february 12, 2020. H10: only one (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a leak at the spike port bonding area, between the spike port tube and the spike port. The reported condition was verified on the returned sample. The cause of the condition could not be determined, however; the most likely cause is due to inadequate or lack of cyclohexanone applied during manufacturing. The remaining devices were not received; therefore. A device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered during compounding, prior to patient use. There was no patient involvement. No additional information is available.